Event description:
A healthcare professional reported that a dull knife was noted prior to surgery. An alternate knife was obtained in order to begin the procedure. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
One knife sample was received by manufacturing in an opened blister package. The sample was examined by using a microscope at 10x magnification per facility procedure and was found to be conforming. The sample was functionally tested for sharpness penetration and found to be conforming. A device history record review was conducted and no anomalies were detected that could have contributed to a dull knife. The product was released according to the manufacturer's acceptance criteria. No additional investigation is required based on the device history record reviews. A complaint history review indicates that two additional complaints were associated with the reported lot. The root cause for this complaint is unknown because the returned sample was conforming to product specification. (B)(4).

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested.